Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused.  A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient reusing a single use device and exercising poor personal hygiene during pd therapy. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with vancomycin (1gram in the first bag, 1 dose only, route not reported) and fortum (1gram in each bag, route not reported) for the event. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. It was unknown if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that poor personal hygiene was not a cause of the peritonitis event (previously reported as a cause). On an unreported date, the patient's peritoneal dialysis effluent was clear and antibiotic treatments were stopped. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.